Manufacturer narrative:
Approximate age of device - 5 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had shortness of breath, fluid retention and fatigue which had exacerbated about a week ago. An increase in pump parameters was also observed. Lactate dehydrogenase (ldh) was normal. The lvad team had a concern for device thrombosis due to the elevations in pump parameters, and the patient reporting some heart failure and symptoms of fatigue and fluid retention. However, as of (B)(6) 2018, ldh and plasma free hemoglobin have remained stable, and lvad numbers were back to baseline and the patient is feeling back to baseline. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the lvad remains implanted supporting the patient. Although the evaluation of the submitted system controller log file confirmed the report of elevated power and flow, a correlation between the device and the reported event could not be conclusively determined through this evaluation. In addition, a direct correlation between device, and the report of a suspected clot forming within the pump could not be conclusively established. The instructions for use list thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.